Manufacturer narrative:
It was reported that after one day from stent implantation, stent migration was confirmed and it was removed. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. But it is impossible to return suspected device because stent was discarded. Migration can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. According to complaint product description, physician commented later that tissue around the obstruction was relatively soft and this might have been attributed to this migration. It is, however, hard to find out exact root cause for this complaint because the suspected device was not returned and it is difficult to reconstruct the situation at the time of procedure with limited information. According to device history records, there was no problem with that device. So it is difficult to judge migration by device malfunction. Based on physician comment, it is considered that stent was migrated due to patient's lesion status. The suspected device is not registered in the us and we will continuously monitor whether similar or same complaint occurs.

Event description:
On (B)(6) 2016: a cdt2210 was applied to sigmoid obstruction. A cdt2206 was added to the distal side to fully cover the obstruction length. On (B)(6) 2016: abdominal radiography next day confirmed cdt2210 has migrated. Snare was used to retrieve the migrated cdt2210. No additional placement followed because obstruction site was confirmed to have been removed. Physician commented later that tissue around the obstruction was relatively soft and this might have been attributed to this migration. Patient is now recovered.